Event description:
It was reported that the patient had readings >4000 ohms on 0-3 pair at 1.5v. Voltage was increased to 4v and re-run. The results were 0-1 was 1250 ohms 19ma, 02 1883 ohms 15na, 0-3 3762 ohms <15ma, 1-2 1250 ohms 19ma, 1-3 1883 ohms <15ma, and 2-3 1883 ohms <15ma. Therapy impedance of 1-, 3+ was 296 ohms, 32ma running at 10.5v 450pw, 50 hz. The patient was not feeling stimulation with any of the combinations. A revision was done to replace the neurostimulator, as it was near low battery (2.48v). The physician was not planning going to do a lead revision. No patient outcome was reported. Reference MFR report #2182207200901402 for issues following stimulator replacement.